Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope preprocessor exhibited issues related to water flow and slow fill times. After determining that the problem was due to slow water fill times, the field service engineer (fse) facilitated the replacement of the filters. Although the filters were slightly ahead of the regular replacement schedule, the fse noted that the last few filter replacements had also been carried out about a week earlier than planned. Once the filters were replaced, no further issues with the unit's draining and chemical loading were observed. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not returned, the reported malfunction could not be reproduced. The likely cause could be due to the water filter being clogged because the quality of water had temporarily deteriorated, which led to the event. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.